Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose was 773 mg/dl at the time of the hospitalization. Customer was hospitalized due to diabetic ketoacidosis and for having not been on pump therapy. Customer did not receive her replacement pump so she delayed resuming pump therapy until the replacement arrived. Caller mentioned that the pump had been acting weird for a little longer than a week prior to the customer being hospitalized. Customer was wearing the pump at the time of the hospitalization and was released from the hospital on (B)(6) 2015.